Event description:
On (B)(4) 2012 customer reported that the creatinine module (crem) on the dxc 800 pro instrument generated over 50 erroneously high patient results a day earlier. Customer did not provide any specific patient information. Customer stated that the high results were around 2.1, 1.7, and 1.8 mg/dl, and the amended results were around 0.7 and 0.8 mg/dl. Customer stated there was no change to patient treatment or diagnosis based upon the original results. However, some patients were sent to the emergency room due to the high crem results, and upon redraw the crem results were found to be normal. Customer did not provide any specific results. Field service engineer (fse) inspected the instrument on (B)(4) 2012, and found no issues with the instrument. Fse again inspected the instrument on (B)(4) 2012 because the instrument generated 1 erroneously high crem patient result on (B)(6) 2012 (the event on (B)(6) 2012 is associated with MDR 2050012-2012-00360). Fse found that the modular chemistry (mc) sample probe was partially clogged and replaced it, along with the reagent pick-up straw and the mc 3-way valve. Customer also requested the crem module to be replaced. Fse noted that there were excessive bubbles in the reagent and explained to the customer the importance of proper preparation. On (B)(4) 2012, fse continued to troubleshoot crem imprecision issues. Fse verified that the crem stirring action and vacuum properly worked. Fse replaced stirrer motor and board assemblies and performed required alignments. Fse performed multiple precision studies and all results met beckman coulter specifications. No further issues have been reported by the customer.